Event description:
Patient occurred iterative dislocation leading to the complete revision of the system.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding dislocaton (leading to revision) involving a hype scc 3 mini short col strd cmtls stm was reported. Conclusions: technical investigation: product was not returned making the technical investigation impossible. Documentary investigation: lot: 1407172a. Manufacturing order: (B)(4). No non-conformance observed for this batch. (B)(4) put on the market by serf in february 2015. No other complaints have been recorded on this batch. In the absence of more information, cause not established. Corrective action/preventive action: no action is required.